Event description:
It was reported that, "revised because pt had ongoing pain and complaints of her knee locking up. Dr wants the insert evaluated for wear on the articulating surface. Rep will attempt to obtain x-rays."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.